Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the device load did not fire after several attempts. It was also noted that the reload broke. They used another reload to resolve the issue in order to complete the case. There was no patient injury.